Manufacturer narrative:
Evaluation summary: the device was returned in good visual condition loaded with an unfired cartridge that was in good visual condition the lockout in the normal condition. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, the firing trigger teeth were broken. Returned cartridge was tested for functionality with a test device and it fired conforming.

Event description:
It was reported that during an unk procedure, the device would not staple and would not cut. There was no adverse pt consequence.